Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted in the bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed within the stricture; however, upon removing the delivery system, the white olive tip became stuck inside the stent and was detached. The stent was removed and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The white olive tip along with the stent was removed using a rat-tooth grasper.

Manufacturer narrative:
Block b5 has been updated with additional information received on november 28, 2023. Block h6: imdrf device code a0501 captures the reportable event of tip detached. Block h10: a wallflex biliary fully covered rmv stent and delivery system were received for analysis. The device was received with a loaded guidewire and the stent was fully expanded and deployed. Visual inspection found the outer sheath kinked and stretched out in the guidewire access sleeve (gas) section. The inner sheath was detached and kinked. No other problems with the stent and delivery system were noted. Product analysis did not confirm the reported event of tip detachment of device or device component. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) could have resulted in the observed problems of the outer sheath kinked and stretched out in the gas section as well as the inner sheath being detached and kinked. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted in the bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed within the stricture; however, upon removing the delivery system, the white olive tip became stuck inside the stent and was detached. The stent was removed and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.